Event description:
It was reported an unintended rate change while infusing dexmedetomidine. Per report, on (B)(6) 2025 at approximately 0701 the infusion dose was changed from 0.75mg/kg/hr to 0.933 mcg/kg/hr. At 0704 the rate was changed back to 0.75mg/kg/hr. The infusion was programmed manually using guardrail drug library. There was patient involvement, but no harm.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an unintended rate change of dexmedetomidine was confirmed through a review of the logs. The facility reported that the programming of the pcu (dexmedetomidine 4 mcg/ml) at a dose of 0.75mg/kg/hr was changed to 0.933 mcg/kg/hr. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. Alaris system maintenance v12.5 (asm) was used to perform preventative maintenance on the suspect pcu. The pcu did not present any failure. The event date and time was reported to have occurred on 3 august 2025 at 7:01 am. On 2 august 2025 at 5:53 pm, the unit was selected, the user programmed a ¿guardrails drugs¿ infusion of dexmedetomidine 4 mcg/ml (drug ID=151), with a patient weight of 3 kg, dose of 0.75 mcg/kg/h, volume to be infused (vtbi) of 50 ml and a calculated rate of 0.5625 ml/h. The infusion was started. At 6:51 pm the pump module alarmed for occluded patient side, the infusion was restarted. At 7:01 am the unit was selected, the user pressed the key up, changing the dose to 0.9333 mcg/kg/h and in a calculated rate of 0.7 ml/h. The infusion was started. At 7:04 am the unit was selected and the dose was changed to 0.75 mcg/kg/h. The infusion was started. The alaris system user manual v12.3.2 states on summary of warnings and cautions the next statements: proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The bd alaris¿ system is not intended to replace supervision by medical personnel. There was patient involvement, but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Please replace left and right iui. Please replace power supply board. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause for the reported unintended rate change of dexmedetomidine is being attributed due to user error. It was confirmed through a log review that the user pressed the up key instead of the start button, increasing the dose and thus changing the rate of the reported infusion. Note that this report lists imdrf annex a1801, a040502, c0503, c0601, d08, d15, g02017, g0201402 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.